Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 09/27/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a male patient, in his 60's, underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: baylis medical transseptal needle (model # unknown, lot# unknown). St. Jude medical agilis sheath (model # unknown, lot# unknown). Lasso catheter (model# unknown, lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient, in his 60's, underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the testing phase, a pericardial effusion was noticed when the patient was not tolerating isoproterenol. Effusion was confirmed via intracardiac echocardiogram. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was transferred to the operating room for a surgical intervention. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered. There were no factors cited that may have contributed to the adverse event and no effusion was noted prior to the procedure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with two baylis medical transseptal needle. Sheath was a st. Jude medical agilis. Generator was set on power control mode with default smarttouch sf settings. No temperature or impedance increases were reported. Power was not titrated. Overall ablation time at the site of injury was less than 45 seconds. There is no information regarding the last ablation cycle time at the site of injury. Irrigated catheter flow was set on smarttouch sf default settings. Patient received anticoagulant during the procedure with activated clotting time maintained in the therapeutic range at approximately 350 seconds. Spi value was within normal limits. Smarttouch catheter was in close proximity to the lasso catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.